Event description:
Customer reports that he received results of 350 mg/dl and 110mg/dl in less than 10 minutes on the same device. When looking in the device memory, the results appeared 333mg/dl and 121mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.